Manufacturer narrative:
Bench repair evaluated the device and confirmed the reported problem. Failures appear in the power rails; this is due to a failure in the motor controller. Bench repair replaced the motor controller pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by bench repair indicating that during troubleshooting, it was observed that there is device failures that appear in the power rails, this is due to a failure in the mc board . It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.